Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a colon resection procedure, the device performed as expected. However, the doctor used the ancillary trocar to get the anvil through the proximal bowel. He remarked that it was incredibly difficult to remove the ancillary trocar. There was no patient consequence in this case. Same instrument was used. No second instrument pulled.

Manufacturer narrative:
(B)(4). The analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present only the anvil half and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the ancillary trocar was received, and no issues were noted. The device was reloaded with staples; a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.